Manufacturer narrative:
The damaged lens was returned to b&l and subjected to visual inspection. Results revealed both haptics bent not meeting current standard specifications. Functional testing could not be performed due to the damage. The cause of the damage could not be determined. The condition of the lens is consistent with lenses that were removed from the eye. The delivery device was not returned. (B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens in the right using the ez-28 delivery device. During lens insertion the haptic was bent. Intervention was performed in order to enlarge the incision and remove the lens. Additional info has been requested. Reference MDR #1119279-2011-00035.